Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/29/2019.

Event description:
The customer reported that the exhalation port is noted as being contaminated with a brown gooey substance. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date received by manufacturer: 31 october 2019. Date of this report: 14 november 2019. The customer stated that the unit will not be repaired and they will replaced the unit or trade in the unit for another v60 or v30. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. No parts were returned for failure investigation, therefore the root cause at the component level could not be determined.